Event description:
No harm to patient. Patient has peg [percutaneous endoscopic gastrostomy] in place and at time of assessment had the in place to assist with medication administration while other port had tube feed infusing. It was found that the cap was unable to remain in place/pop call, causing the cap to come off leaking tube feed and medications out of the available port. Connector was removed. It was observed new connector caps will remain in place, although after several usages of removing/replacing the caps on the connector, the cap doesn't remain in place/pops off and requires being taped down to prevent leakage.